Event description:
(B)(4) 2013 - rbs - the dealer reported that the m94 power wheelchair rear stability lock was not locking, and it would make it easy to pull up on the front casters. There was no patient injury reported.